Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted since patient had several low flow alarms. The event log file for hm3 patient contained persistent low flow estimates as well as sustained low flow hazard events. The patient had their controller low flow software updated due to ventricle collapse/ inflow cannula. The patient was unable to tolerate different speed. There was no documentation of further plan of care related to the inflow cannula. The patient was discharged in good condition. The software upgrade resolved the alarms.

Event description:
It was reported that the patient experienced several low flow alarms due to an inflow cannula obstruction which was noted through a transthoracic echocardiogram (tte), ventricle collapse, and hypovolemia in the setting of diarrhea. The patient was treated with intravenous fluid (ivf) resuscitation with improvement in device flow. Several changes to the patient's medications were also made; however, certain medications were ultimately stopped due to hypotension. On (B)(6) 2023, the low flow alarm threshold was adjusted to 2.0 liters per minute (lpm) on the patient's primary and backup system controllers, without issue. Although the alarms temporarily resolved following the threshold adjustment, they were reportedly returned and remained ongoing as of (B)(6) 2023. The patient subsequently underwent a pump speed change the same day and was ultimately discharged in good condition.

Manufacturer narrative:
Section h6 investigation findings: 4253 - blockage identified. Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through a review of the submitted log files as well as through the onsite evaluation by an abbott representative. Although a specific cause for these events could not be conclusively determined through this evaluation, the account communicated that they were caused by an inflow obstruction, ventricle collapse, and hypovolemia in the setting of diarrhea. The reported inflow cannula obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between the device and the reported events could not be conclusively established. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2023, which were associated with elevated pulsatility index (pi) values. No other notable alarms or events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section further explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This section further states that pump function will be compromised in the presence of an inlet obstruction. Section 6, ¿patient care and management,¿ lists hypovolemia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the heartmate 3 lvas 2.0 lpm low flow alarm guide for patients and caregivers (rev. A) and for clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm and outline how to respond to the alarm condition. No further information was provided. The manufacturer is closing the file on this event.